Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported aic console failed to recognize proper installation of the purge disc. Specifically, the console is not detecting engagement of the purge disc. The console was returned and there was no patient harm.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the inability to recognize the purge disc on ic2196 was a broken mechanical lever within the purge pressure sensor.